Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain left side/ pain pelvis'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic/ pregnancy (with complications)/ pregnancy (termination)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal. Bleed/ abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((dob- (B)(6) 1997, (B)(6) 2005, (B)(6) 2013)) and ectopic pregnancy (1996). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti/ infection (bladder/ urinary tract/vaginal) type: urinary tract infections/ infection (bladder/ urinary tract/vaginal) type: inflamed infections"), fatigue ("fatigue"), arthralgia ("knees pain") and urinary tract inflammation ("infection (bladder/ urinary tract/vaginal) type: inflamed infections/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). The patient was treated with surgery (salpingectomy (unilateral), essure removed on (B)(6) 2013, salpingectomy (unilateral), terminated/ methotrexate, d & c with left lateral salpingectomy and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, genital haemorrhage, urinary tract infection, fatigue and urinary tract inflammation outcome was unknown and the arthralgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, arthralgia, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, urinary tract inflammation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dyspareunia (painful sexual intercourse), general abnormal. Bleed, menorrhagia (heavy menstrual bleeding), fatigue. The plaintiff has had the ectopic pregnancy in 1996 with a partial salpingectomy (right side). Discrepancy noted : as per pfs, plaintiff did not underwent for essure confirmation test due to pregnancy. As per mr, she underwent a hysterosalpingogram which showed that her right tube was missing and her left tube was patent. Ablation was done in 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left-sided tubal patency is clearly demonstrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet and medical records received : events added- vaginal haemorrhage, arthralgia, urinary tract inflammation. Lab details added. Reporter information, patient details updated. Medical history added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and genital haemorrhage ('general abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti") and fatigue ("fatigue") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (unilateral), essure removed on (B)(6) 2013 and salpingectomy (unilateral), terminated). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, urinary tract infection and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dyspareunia (painful sexual intercourse), general abnormal. Bleed, menorrhagia (heavy menstrual bleeding), fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. The event injury nos was replaced with events from pfs: pelvic/abdominal, dyspareunia (painful sexual intercourse), general abnormal. Bleed, menorrhagia (heavy menstrual bleeding), ectopic pregnancy on essure device, device ineffective, uti, fatigue, plaintiff did not undergo essure confirmation test. Essure insertion date and removal date were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.